Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-sept-2019 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all of the keypad buttons were found to be unresponsive to presses. The keypad cover was opened and no damage was found to the button contacts. Moisture was observed on the display and on the keypad flex connector. A leak test was performed and a leak was identified at the crack in the pump case. The unresponsive buttons are due to the moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On 19-jul-2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok/enter buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.